Manufacturer narrative:
Integra has completed their internal investigation on august 22, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the product was not returned so evaluation was unable to be performed. Therefore an investigation for cause was unable to be performed. DHR review; unable to review the applicable DHR as lot number was unavailable. Complaints history; this is the fifth incident reported to newdeal about breakage of k-wire during drilling. During the same time period, (B)(4) k-wires (diameter 1.0mm) were sold. The complaint rate for this kind of incident during the stated time period is 0.006 percent. Conclusion: product was not returned to newdeal for evaluation but the related information about a possible shearing or rubbing against another screw may explain the breakage of k-wire.

Event description:
It was reported that the drill was placed over the k wire and when it was pulled out, the k wire broke off, half into the patient's toe. Customer believe it broke by shearing or rubbing against another screw. No patient injury and no revision or medical intervention was required.